Event description:
During an in-clinic follow-up, the device was unable to be interrogated via inductive communication. In addition, the device would no longer communicate with the transmitter to remotely monitor the patient. The battery longevity of the device was unavailable as the implant date was not entered into merlin.net. The patient had a low heart rate; however, they did not experience any symptoms or adverse consequences. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate and premature battery depletion was confirmed. The device could not be interrogated when received. Data could not be obtained from the device image and field data was not available. High current from¿the hybrid was observed during electrical testing.¿a hybrid component anomaly was revealed to be the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
The reported events of premature discharge of battery and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, which is consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.